Event description:
It was reported by the customer that a pyxis medbank system was not able to open drawer. The customer stated that cubic mini drawer did not open and noticeable burn spot. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer not open due to thermal damage. A technical support specialist replaced controller board. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-oct-2022 to 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cubie drawer did not open due to thermal damage on controller board. The field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that drawer 5 of a bd pyxis medbank system did not open while cycle counting. The drawer did not open, and the latch would not unlock, but the other drawers opened normally. The customer informed that the pharmacy would be sending the cabinet keys to the facility that night or the next morning. There was no patient harm or adverse event reported.